Event description:
A customer reported that following an intraocular lens (iol) implant procedure in the right eye, the patient developed hypopyon less than twenty four hours post surgery accompanied by pressure like pain. The patient's eye was very red and blurry. The patient felt that the pain was less when the right eye was closed and noted no light sensitivity. On post-operative day one the patient presented to physician's office. The onset of toxic anterior segment syndrome (tass) was considered and confirmed by the physician after two days. Clinical findings included conjunctival inflammation, aqueous cells, and aqueous fibrin. The patient's topical medications were adjusted. The patient's post operative treatment included corticosteroid every 2 hours and fluoroquinolone antibiotics four times daily. The symptoms were improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned to the investigation site for evaluation. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the available information and no materials received for product evaluation, the root cause of this toxic anterior segment syndrome (tass) event is inconclusive. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.